Event description:
The sheath broke off inside the patient and was retrieved with a snare. District manager confirmed (B)(4) 2013. The sheath was removed and patient is doing okay. The mid aspect of the sheath separated. The physician was trying to remove the sheath over a flexfinder .035 wire.

Manufacturer narrative:
The proximal portion of the sheath was returned, but the distal 20cm segment and the proximal fittings were missing. The coil had unwound and separated. At the point of sheath separation, the edges did not display evidence of elongation or necking and appeared to have separated in a brittle fashion; however, there is no evidence that the device may have been cut before or during the carotid stenting procedure. Although it was reported that the device separated, the condition of the returned device suggests brittle separation due to poor storage conditions. In addition, the instructions for use cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The device separation resulted in minor harm to the patient from the add'l noninvasive procedure needed to remove the separated portion. Although 100% inspected for sheath size and integrity then handled and stored in environmentally controlled conditions prior to shipment, the sheath separated per observation of the returned device. Review of the device history record did not reveal an out of specification condition in mfg. These device have been designed to meet the strength requirements noted in (B)(4) and have been confirmed through design verification testing. The badly damaged condition of the returned device suggests brittle separation due to poor storage conditions which may have occurred after shipment. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.